Event description:
Device 1 of 3: reference MFR report - 1627487-2012-08536 and 1627487-2012-08537. It was reported that the scs system was explanted due to an infection. The occipital (off label) lead had (B)(6) infection. F/u indicated that the pt was seen by the physician and was doing well. No further info is available at this time.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Result - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.